Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was unable to deploy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.